Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, it was noted that the shaft of the single site curved cannula was spinning, also the tube was spinning in the bowl. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Failure analysis investigation found the cannula accessory had a weld defect. The weld joint was cracked around the circumference of the tube shaft at the shaft bowl interface. The shaft could be rotated as a result. No other damages were found.